Event description:
A patient underwent a therapeutic hemostasis during a colonoscopy procedure. The resolution clip device did grasp the tissue at the bleed site. The clip would not detach from the catheter to complete deployment. The procedure was successfully completed with another of the same device. The patient did not sustain any complications or ill effect as a result of the deployment issue.